Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion omni ercp catheter. The distal tip of the catheter was not as smooth as it should be. This was noticed after the catheter was put down the endoscope and visualized under magnification while inside the patient. The physician removed the device and opened up a new one to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The tip of the device is damaged and has a protrusion on it. The damaged area is on the outer edge of the wire guide lumen. The damage to the wire guide lumen is curved in the shape of a wire guide and has been pulled from the inside of the lumen towards the outside of the lumen. There is a kink in the catheter near the distal tip. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report the device damage was noticed after the catheter was put down the endoscope and visualized under magnification while inside the patient. The instructions for use state, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." A damage to the device tip can occur if the endoscope has a sharp edge or burr in the channel. If the catheter is clamped by the elevator with great force or if the catheter makes forceful contact with the elevator damage can occur. Prior to distribution, all cook fusion omni ercp catheters are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.